Event description:
It was reported that the programmer was slow to boot up; it took about 5 minutes to complete the boot up phase. Technical support (ts) stated that the programmer will need to be returned in order to fix it. The caller will contact their local sales representative regarding sending it back for repair. There was no patient involvement. It was further reported that upon start-up the programmer generated error messages and was not able to complete the boot-up process. The programmer has been returned for service.

Event description:
It was reported that the programmer was slow to boot up; it took about 5 minutes to complete the boot up phase. Technical support (ts) stated that the programmer will need to be returned in order to fix it. The caller will contact their local sales representative regarding sending it back for repair. There was no patient involvement. It was further reported that upon start-up the programmer generated error messages and was not able to complete the boot-up process. The programmer was received back for service.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to complete its booting process, it booted up correctly. However it did fail functional and bench tests due to a loose electrocardiogram connector on the link electronic module printed circuit board and thermal sensor on the liquid crystal display. The programmer was scrapped and replaced due to age and parts availability. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).